Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 7 months due to unknown reason. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient remained stable throughout and tolerated the procedure well.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: a1, a2, a3, b4, b5, d1, d4, d6, g3, g6, h2.

Manufacturer narrative:
H10: additional manufacturer narrative: attempts to retrieve additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 25mm edwards surgical valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient remained stable throughout and tolerated the procedure well.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.